Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the transmitter is working correctly and able to connect to network without any issues. Review of the event logs ,did not permit to establish findings explaining the reported behavior. The most probable hypothesis is that a temporary network issue not related to the device occurred on the field, leading to connection error. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 26-january-2026, the transmitter display "no network".

Manufacturer narrative:
Since the subject device has not been returned yet, no analysis could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the transmitter display "no network".